Event description:
It was reported during the initial programming session at the patient's two weeks postoperative appointment, effective stimulation therapy could not be achieved. The patient was feeling only left sided stimulation. X-ray taken indicated the patient's lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received identified the patient's scs lead was explanted replaced with a different model. An intra-op x-rays showed that the existing lead had migrated to the far left. Additional follow-up identified a sjm representative met with the patient for programming and was reportedly successful in obtaining stimulation coverage of all of the patient's pain areas.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the event of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.